Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: complete entry = (B)(6). Patient information: no further information was provided.

Event description:
The customer obtained a falsely elevated sodium result while using the alinity c processing module. The customer's normal range is 136 to 145 mmol/l. Sample ID (B)(6) generated an initial result of 167 mmol/l and repeat result of 137 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspect the instrument. The fsr noticed that the sodium readings were rejected (difference > 3 mv) thereafter, the fsr checked the analyzer and found that the signal transmission cable was stripped. The fsr replaced the cable, ict to ict preamp (part number c-35016756-01) which resolved the issue. The instrument¿s service history was reviewed, which revealed no contributing factors on or around the current complaint. There have no further reports of discrepant results from the customer. A review of device history records and trending data for the cable, ict to ict preamp identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the alinity c processing module.